Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. It is unk at this time if the mesh was completely removed at the time of surgery on (B)(6) 2013. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, as follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2006 - patient was implanted with a bard flat mesh for treatment of stress urinary incontinence; ni/ni/ni - pt experienced blood in her urine and had to undergo repeat catheterizations; (B)(6) 2012 - pt underwent a second surgery to attempt to remove the mesh due to erosion. The attorney's report alleges disability, "pain and suffering", and additional surgery and hospitalizations.